Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, an e-200 error prompted the customer to reboot, but the caller said they had already rebooted several times with the error persisting. The error would return shortly after rebooting. The technical support engineer (tse) recommended connecting the backup generator, but the caller said they did not have one. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The system logs were reviewed and error 25952 was identified, indicating the energy controller pgc on the e-200 detected hardware failure and could not be continued (reason: control loop error high). The error was identified on the reported event date, which confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. Per e-200's testing matrix, the unit passed all required tests. Furthermore, no error messages appeared during power cycle test. As a result of this investigation, the unit functions as designed, and root cause could not be determined. The reported issue was confirmed via the error logs, but was unable to be replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex codes c and d were updated.